Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: the product was returned for evaluation. The returned product revealed that it was received one open sample that pertain to product code . During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. Based on the information currently available, iight swage issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture detached from the needle during use. It was not a control release needle. There were no adverse consequences to the patient. No additional information was provided.